Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure on (B)(6) 2020, the patient's oxygen level dropped rapidly and CPR had to be performed. The implant procedure was abandoned, however the implanted cranial burr hole cover was left implanted. The patient recovered fully post-operatively.